Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer stated that the central monitoring system (cns)display has fuzzy lines and the screen blacks out. Per the customer bme, the issue is with the splitter box as the issue follows the splitter box. The device was never sent in for evaluation as the customer ordered a replacement part to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Per the customer (B)(6), the issue is with the splitter box as the issue follows the splitter box. Awaiting requested device for failure investigation.